Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired on (B)(6) 2012, after an implant duration of approx. 3 weeks from "complications of aortic valve endocarditis." The surgeon has indicated that the edwards valve did not cause or contribute to the patient's death. According to the discharge summary, the patient presented to the ER with shortness of breath that had progressively gotten worse, and he was thought to have a congestive heart failure exacerbation. He was noted to have new left bundle branch block, thrombocytopenia, hyperglycemia, hypertension, macrocytic anemia. An echocardiogram was ordered that showed evidence of possible infective endocarditis, and a transesophageal echocardiogram showed this. It showed severe aortic stenosis, and blood cultures grew carina bacterium. The patient was then treated with IV antibiotics, underwent aortic valve replacement [with subject device], and postoperatively did poorly and succumbed to his illness. The discharge diagnoses were indicated as: death, status post pulseless electrical activity arrest; infective endocarditis, status post aortic valve replacement; respiratory failure; cardiogenic shock.

Manufacturer narrative:
(B)(4): pulseless electrical activity arrest. Device not returned. Pulseless electrical activity (pea) is a life threatening arrhythmia that is typically a complication associated with myocardial infarction, poor ventricular function, or inadequate myocardial protection during cardiac surgery. The possibility of the device being the cause of this is remote. Moreover, the surgeon has confirmed that there was no product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.